Manufacturer narrative:
(B)(4). Assuming worst case during surgery, air bubbles observed at the probe. This may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm). The lot is unknown therefore unable to perform a lot review. No sample was available for evaluation. The complaint is not confirmed. All available information has been disclosed. This complaint has now been closed.

Event description:
There was a lot of air bubbles coming out from the cutter. No sample.